Event description:
The customer reported that the system stopped working. No pt injury was reported.

Manufacturer narrative:
A ge service representative performed on onsite investigation. The service representative replaced the central processing unit printed circuit board. The system was tested and found to be working as intended and put back in service.